Manufacturer narrative:
Date pf event: exact date unknown, event occurred on the day the device was explanted.

Event description:
It was reported tha the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.